Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented to the emergency room after having received high-voltage therapy. Upon interrogation, it was discovered this therapy was inappropriate and due to right ventricular lead noise being oversensed. An insulation anomaly was suspected. The lead was capped on (B)(6) 2019. The patient was stable post-procedure.